Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause is an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.